Event description:
Implant failed to osseointegrate.

Manufacturer narrative:
The initial emdr record was due for submission on may 16, 2026, saturday. However, the associated reportability assessment¿the controlling record to create the submission record¿was not completed by the processor until may 15, 2026, friday. The actual emdr record was created after the submission due had passed. After investigation to why the record was late, it was determined the assessment record completion date based on complaint record creation rules determine contributed to the delayed submission.a meeting was held with the complaint entry clerk to remind the importance of how dates and complaint records are interconnected in the system.